Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a laparoscopic endoscopy turned to an open radical surgery for lung cancer. There was a bad staple formation and the hand sewn suture was incomplete at the lungs. There were tissue defects and accidental tissue damage. The product caused blood loss more than 500cc and a 30 minute prolonged operation. There was serious bleeding , blood transfusion was needed and the surgery was turned to an open procedure. The incision was extended more than 1 inch. The health processionals changed to a new stapler to resolve the issue. Patient was alive with serious injury.